Manufacturer narrative:
Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient experienced her stimulation randomly turning on and off by itself. In addition, the ipg does not stay on for very long. She stated she feels the pain return and checks her device and the programmer shows no bars. She then turns up the stimulation. The patient is not in cycle mode and is not in a specific location when this occurs. She has tried the other programs, however, they do not provide effective stimulation. Lead diagnostics revealed low impedances. Reprogramming and troubleshooting was unable to resolve the issue. F/u info identified the patient has effective stimulation and will maintain a log to document the ipg randomly turning on and off. No further intervention is planned at this time.